Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump emitted a cs 012 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2017 with the following findings: a review of the pump¿s alarm history shows consecutive cs012/cs054/cs025 slave communication alarms on (B)(6) 2017. During investigation, the pump ez-prime steps were performed correctly with no cs 012 alarm occurring. The pump was opened and there was no damage found to the printed circuit board or cgm module. The complaint of a cs 012 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment below the grip pad. A test battery cap fit securely to the pump. The display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.